Event description:
It was reported that the pt developed a postoperative infection. Durepair and an ancillary product were used during surgery.

Manufacturer narrative:
The device has not been returned to the MFR.